Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the overall velys saw interface right surface with signs of repetitive usage. Additionally, the connector was found with deformations on its metal edges, and the inner pin port was found to be broken. Broken fragments were not returned for evaluation. Damage observed can be traced to improper handling or care, such as off axis assembly with the e-connector, or by not using the cleaning cap of device, leaving the port unsecure and susceptible to contamination and/or to unintended forces applied over the device material. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed, it is reasonable to confirm a difficulty in the connection assembly between the device and its mating component (another power device). The overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to the complained device issue.¿

Event description:
It was reported that during repair, it was determined that the robotic assisted saw interface device was broken in 2+ pieces. It was reported that the honeycomb on the saw connector was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.